Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine check and for a new firmware update, the new firmware update failed with the radio frequency antenna being unplugged. The new firmware update failed after attempting again and the telemetry strength was not consistent. The device was also found to be in back up vvi mode. A firmware download was completed successfully during the second attempt. The physician elected not to attempt the new firmware upgrade again. Patient was stable.